Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with a peak of 285 mg/dl for about one hour, after confirming that a meal was announced and that the pump was operating without apparent delivery issues such as kinks or air bubbles. Symptoms included hyperglycemia without ketone testing, without need for backup therapy, and without acute complications. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of device reports and guided user checks for infusion issues and alerts. Investigation of this case revealed no device malfunction, the high glucose alert functioned as expected, and glucose trended down to 232 mg/dl during the interaction, consistent with expected device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.